Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. This is 2 of 3 reports of the patient had hypoglycemia due to inaccuracy that occurred three separate times. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation.the patient reported via social media that they experienced inaccuracies between the cgm and bg meter readings on or approximately 1/21/2026. Although no specific numerical values were provided, the patient stated that the cgm readings differed from bg measurements by approximately 50 to 60 points. The patient further reported that on three separate occasions they presented to the hospital for episodes described as ¿low.¿ this report is to capture two of the three reports. No specific symptoms or treatments were reported. At the time the report was received, the patient¿s current condition was unknown. No additional details were documented, and multiple attempts to contact the reporter for follow-up information were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 50 to 60 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.